Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred during bolus delivery. The customer's blood glucose (bg) level was reported to be 198 mg/dl. The customer took a correction bolus via the pump to stabilize bg levels. A system check performed with tandem technical support indicated that the cartridge was a possible cause of the occlusion. A recommendation was made for the customer to change the cartridge. The customer was work and did not have access to a new cartridge and indicated that the cartridge would be changed upon going home. Multiple attempts were made to contact the customer to obtain additional information; however no response was received.